Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. They got access to the vein and advanced the transseptal sheath. It was difficult to visualize the septum under the echocardiogram, but they were confident they punctured the inferior and posterior septum. The transseptal sheath was exchanged for a watchman access system. On the echocardiogram they noticed the access system was tracking posteriorly on the left atrium and the left atrial wall was punctured and the access system was in the pericardium. The patient became hypotensive and the left atrium started to collapse, so they aspirated about 100cc of fluid through the access system. An unknown pigtail catheter was advanced in the access system because they wanted to maintain the position of the access system and stabilize it. The access system acted like a plug. They gave the patient pressors and the patient became hemodynamically stable after the aspiration. The called a cardiac surgeon to fix the perforation. They wanted to keep the access system in place to remain as a plug, but the access system was accidently dislodged from the la. They monitored the patient for about 30 minutes and the patient remained stable, so the hole sealed itself. The patient spent one day in the intensive care unit and then remained in the hospital on the telemetry floor prior to her discharge. The patient recovered very well.